Event description:
During reverse shoulder arthroscopy, the eccentric glenosphere guide was being tightened and during the process the keyed tip broke off (less than 2mm x 1mm). The surgeon was unable to locate and retrieve it.